Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the hls set was used for post cardiotomy ECMO. After three hours of usage the customer notices some air bubbles in the venous side, probably bubbles from drugs in the infusion of the station. To be sure that the failure is not from the hls set it was exchanged. The affected hls set was checked before implantation and no problems were detected. The affected product was investigated by getinge laboratory on 2023-09-11 with following conclusion: there was no leakage or air entry found. The system could be primed and run without any issues. Therefore the reported failure could not be confirmed. The most probable root cause is that due to addition of medications via an interface, air could have entered the system. However, according to the risk file of the hls set the following root causes can lead to the reported failure: -hls is positioned above patient -de-airing membrane closed during priming referring to the instruction of use of the hls set it is mentioned that incorrect positioning of the cardiohelp can cause air permeation on the blood side of the hls module advanced. The cardiohelp must be positioned at a lever lower that the patient and secured close to the patient. The production records of the affected product were reviewed on 2023-09-12. According to the final test results, the affected product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "air entry" could not be confirmed. This complaint was found in the database of customer complaints for the hls set (article# 701069073) as a single event (time frame from 2022-07-04 till 2023-07-04). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that after 3 hours the customer noticed some air bubbles in the venous side, to be sure that there was not a problem with the oxygenating chamber, the path of replacing the entire system was pursued. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing. H3 other text : 4118.